Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with sensor. The customer changed sensor and they day after her blood glucose was up and pump alarmed showing is low. Customer calibrated before lunch, while she was eating pump suspended itself showing below 40 on sensor and calibration not accepted. The customer's blood glucose was 103mg/dl. The customer was advised the sensor will be replaced. Was advised to monitor and call back if further assistance is needed.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.